Event description:
The customer reported a battery discharge during biomed testing. He stated that this device had not been plugged in when he received it for biomed testing. It is unknown for how long the device had no been plugged in. No pt injuries or medical interventions occurred as a result of this event. No add'l info is available.